Event description:
Reporter alleged the lancet that is a part of the softclix plus lancing system protruded through the dial cap. The location of the alleged incident was not provided. No actions taken or treatment reportedly received. A request was made for the return of the suspect device and replacement product was sent.